Event description:
It was reported that on (B)(6), 2010, patient had a different surgeon, surgeon performed a revision surgery. Three months later, he is still in therapy, but is still feeling pain. Patient stated that first surgeon had nicked a nerve and he now has nerve damage in that knee. Patient stated that, the revision surgeon, stated that the knee was "shot" and needed to be replaced. Patient believes that there was a problem with the implant itself.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.